Event description:
The customer's blood was tested on her contour meter and a contour at the clinic. The readings were 525 and 105mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strip information was not provided. Product was not replaced.